Event description:
It was reported that six (6) large volume folfusors underinfused medication to the patient. The devices were filled with flucloxacillin 8g in 230ml sodium chloride 0.9% bp. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date - these events occurred on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on december 20, 2022, to december 21, 2022. H10: six (6) samples were received for evaluation. Five samples contained 51, 53, 56, 59 and 62 ml of fluid in their bladder. The sixth sample contained no fluid in the bladder. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all of the samples and the results were within the product specification range. The reported condition was not verified. Based on the functional flow test result, the six samples were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.